Event description:
During attempted implant, loss of capture and loss of sensing were observed on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were loss of capture and loss of sensing. As received, a complete lead was returned in one piece with all four tines were found to be intact and undamaged. The reported events of loss of capture and loss of sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.